Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to reach out if the malfunction recurs, and they acknowledged this instruction.